Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "did not allow for the implant to slide in- no sticky solution inside".

Event description:
Healthcare professional reported, "did not allow for the implant to slide in- no sticky solution inside."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, h4, h6.

Event description:
Healthcare professional reported, "did not allow for the implant to slide in- no sticky solution inside."